Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to a lead issue. The lead was attempted to be extracted twice but this was not successful. The lead was later cut and partially removed. No patient complications have been reported as a result of this event.